Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It is reported that leakage occurs. Item leaks from the side once the nurse inserts the IV cath into the patient, there are no reported injuries other that the defective product.